Manufacturer narrative:
Combination product: yes the returned device was subjected to a detailed technical analysis and the corresponding product release documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The technical investigation revealed that the balloon is well folded and shows no signs of inflation, but contrast medium residue was observed in the balloon- and inflation lumen which indicates application of negative pressure. The stent is crimped well between the two radiopaque markers and shows no damage or irregularity. The crimped diameter of the stent complies with the specification. Review of the product release documentation of the product detailed above verified that the instrument was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause was determined.

Manufacturer narrative:
Combination product: yes.

Event description:
An orsiro drug-eluting stent system was selected for treatment. The orsiro could not pass the calcified lesion in the medial om.